Event description:
Approximately thirteen months after implant, this patient was hospitalized because of a decreased hematocrit and subsequently diagnosed with gastrointestinal bleeding. Endoscopy identified erythematous lesions in the gastric antrum and colonic polyps. Treatment included polypectomy, blood transfusion and withholding of oral anticoagulants. The patient was discharged only to be readmitted five days later after passing bright red blood per rectum. This was thought to be related to the earlier polypectomy and colonoscopy was repeated and multiple clips applied. Further blood products were administered and she was later discharged with oral anticoagulation therapy resumed. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a multiple gastrointestinal (gi) bleeding events. The patient was treated with blood transfusions, anticoagulation adjustment, and hemostatic clips while diagnostic testing was performed. It was reported that the patient's symptoms recovered and was discharged from the hospital. The device was not returned to the manufacturer for analysis as it remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) gastrointestinal (gi) bleed.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.